Event description:
It was reported that during a hepatic cystectomy, the tip of the instrument broke. The piece fell into the pt but was successfully retrieved by the surgeon. There were no adverse pt consequences. The case was carried out and finished by using a new instrument.

Manufacturer narrative:
Date sent: 06/10/2008. The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further inestigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.